Manufacturer narrative:
The product is not returned to manufacturer for evaluation however product images were submitted which appears to display instrument broken at the distal tip.

Event description:
It was reported that on (B)(6) 2017, intra-op, pituitary cracked at the jaw during surgery.the instrument was used in surgery but there was no injury to the patient. A second set of instruments was opened to finish the case. No fragments of the product remained inside the patient.

Manufacturer narrative:
Additional information: product analysis:visual and optical examination confirmed the inferior shaft is cracked at the centerline of the pivot pin hole, and the pin is missing and not returned for analysis. The location and amount of force required in order induce fracture of the shaft is consistent with overload.